Event description:
It was reported that a cartridge did not fit onto the pump. There was no reported impact to customer's blood glucose. The distributor received the pump for investigation and a new cartridge was successfully installed onto the pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.